Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that at implant attempt the lead had high impedance, 2600-2700 ohms, despite repositioning . The lead was not implanted and was replaced. No patient complications were reported as a result of this event.